Manufacturer narrative:
Cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 3 resolute drug eluting stents (3.0x38mm, 3.5x38mm, 3.5x38mm) were implanted. On the same day as procedure, patient suffered myocardial infarction and approximately 8 days later patient expired. Cause of death was cardiac.